Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10 - vyaire field service went onsite was able to verified the customer reported issue. The unit is past due for 7 year pm (preventive maintenance) and 12k pm. The unit is currently has 43,172 hours, field service technician recommend to evaluate for repair and will send quotes. Unit should not be used until service is up to date. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the 3100a ventilator piston is drifting. As of this time there is no information about patient involvement associated with this reported event.